Manufacturer narrative:
A ge rep evaluated the sys and replaced the vertical lift power supply. The vertical lift column needs to be replaced but no conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported a loss of vertical lift movement. No pt injury was reported.